Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer observed cracked in the loader or cartridge while inserting pcboo intraocular lens (iol). Through follow-up, customer confirmed that there was no patient contact and the crack was located at cartridge tip. It was noted also that there was no incision enlargement, no patient injury, and no secondary surgical procedure performed as the patient is fine post-surgery. Furthermore, the surgery was completed successfully using back-up lens with the same model and diopter size. The cartridge is expected to be returned. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Date returned to manufacturer: 09/11/2018. Device returned to manufacturer: yes. Device evaluation: the returned pcb00 device was observed with the plunger in a completely advanced position and locked. The cartridge tip was observed deformed and cracked. This condition could be caused by the delivery of the lens due to the scarce amount of ophthalmic viscoelastic device (ovd) used. Directions for use state to completely fill the viewing window with ovd. The complaint was verified in the returned lens; however, it could be related to the handling process. No product quality deficiency was identified. Based on the analysis of the returned lens, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu provide the customer with instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.